Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was originally implanted with a bifurcated and infrarenal extension in 2014. During the clinical evaluation of (B)(4) (report # 2031527-2017-00408) completed on (B)(6) 2017 , it was discovered that the patient had an el2 and repaired with coils. No additional patient sequelae has been reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; coils in lumbar artery. There was no device-related issue involving the endoleak type ii, the cautionary product use condition, patent lumbar arteries, likely contributed to the procedure related harm: type ii endoleak. Additionally, prior to implant, long term anti-platelet therapy and leukemia could possibly have contributed. Associated clinical harms included: secondary endovascular procedure (coiling of lumbar arteries between one and thirty-seven months post implant).the final patient disposition was reported to be doing well. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.